Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon firing the device on the first attempt, the doctor noted that it "felt funny" and the clip did not form. They fired it a second time and it didn't form again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.